Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead shortly after initial implant, showed loss of capture (loc) and the patient complained of chest pain. The impedance dropped as well. The physician suspects there was a micro perforation and a revision was performed. During the revision procedure, it was confirmed there was a perforation, and during the procedure, the patient developed a pericardial effusion which required a pericardial centesis. The system remains implanted. To date, no additional adverse patient effects have been reported.